Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-feb-2023 . H6: investigation summary it was reported there was a small hole in the hub and the drug was leaking through it. To aid in the investigation, four samples with the plastic shield, but no packaging blisters, and four photos were provided for evaluation by our quality team. A visual inspection was performed and there is a molding short shot at 3/8" from the bottom part of the needle hub. Each sample was then connected to a syringe with saline solution. All the samples had leakage through the short shot. This defect could occur if there was a process variation during the needle hub molding. The four photos provided show the sample received. A device history record review was completed for provided material number 305107, lot 1300553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that there was a small hole in the bd precisionglide¿ needle hub that avastin leaked through during the injection. This occurred with 4 needles. The following information was provided by the initial reporter: "when the customer pressed the plunger of the syringe to inject the drug(avastin injection) to the patient, the drug was found leaking from the hub of the needle. There was a small hole in the hub and the drug was leaking through it."

Event description:
It was reported that there was a small hole in the bd precisionglide¿ needle hub that avastin leaked through during the injection. This occurred with 4 needles. The following information was provided by the initial reporter: "when the customer pressed the plunger of the syringe to inject the drug(avastin injection) to the patient, the drug was found leaking from the hub of the needle. There was a small hole in the hub and the drug was leaking through it."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.